Event description:
A micro drill medium straight attachment was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Loss of lubrication was identified as the probable cause of the device overheating. The micro drill medium straight attachment was not returned to the user facility; it is not repairable once it is disassembled.